Event description:
Hcp reported fractured catheter. Pt symptoms included increased tightness without changes on increased dose. Pt had fallen 3 weeks prior to the event. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.